Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia (oaz). As a result of further investigation by omsc, the exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the followings. - the distal end insulation test had failed. - the bending angle does not meet specification. - the angulations are slack and heavy due to wear of the bending section cover and angulation wires. - the distal end cap was scratched and dented. - the adhesive of the bending section rubber was detached, chipped, cracked, or has a burr. - the universal cord was buckled and wrinkled. - the suction cylinder, air/water cylinder, and the control section were dirty - the endoscope connector was damaged. The subject device was repaired and returned to the user facility. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, pseudomonas aeruginosa (20 cfu) were detected from the sample collected from the subject device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.